Event description:
It was reported that the patient experienced incontinence with his sling device, that was implanted six years ago. He underwent a surgical procedure to implant a new artificial urinary sphincter (aus). The physician did not attempt to explant the sling as e was not able to visualize it. There were no adverse patient effects following the procedure.